Event description:
The pt presented with an mrs score of zero (no symptoms) however, the pt had a medical history of ischemic stroke. The physician attempted to place a (B)(4) but could not access the clot due to severe proximal tortuosity. Embolectomy of an occluded left m1 mca segment was performed with the penumbra system 041 and of an occluded m3 division with a penumbra system 032 in addition to infusion of 8 mg of tpa into an occluded left m3 segment of the mca. During aspiration with the separator 032, it was noted that the separator had fractured most likely due to tortuosity of the carotid artery. At that time, the separator was sticking out of the tip of the reperfusion catheter. However, with suction, the physician was able to reposition the tip of the separator completely within the catheter and removed the catheter and separator together. There were no add'l catheters available and the physician felt that the catheter was too small for the size of the vessel. They then decided to administer tpa within the thrombus.

Manufacturer narrative:
The product was not returned for eval. Without the return of the device, the root cause of the problem cannot be determined.